Event description:
Information was received from a patient that they had their leads replaced a couple weeks ago. Caller mentioned the leads were replaced because one lead popped out.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type lead . Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 26-aug-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 26-aug-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.